Event description:
It was reported that the patient was unable to control their blood glucose levels the night before the incident was reported to insulet, prompting emergency medical care. The patient presented to the emergency department with severe hyperglycemia, documented at 31 mmol/l (558 mg/dl). Medical staff confirmed the diagnosis of hyperglycemia, and the patient was admitted for approximately 11 hours. Treatment included an insulin infusion, and the patient was discharged following stabilization. The pod remained in place during medical evaluation and treatment. After discharge, the patient reported that the freestyle libre sensor would not activate after applying both a new pod and sensor. Because the sensor and pod were failing to connect, previously used devices still appeared active and were believed to be causing communication interference. Insulet customer care assisted the patient in removing the earlier devices and guided them through the steps to successfully apply and activate a new sensor and pod. Abbott was informed of the incident on (B)(6) 2026. Insulet received further clarification on (B)(6) 2026 that the patient alleged the malfunction was on the controller, not the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. In the case description, the user mentioned having high glucose values while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. Review of the patient history buffer (phb) audit logs found that a pod was activated at 11:52 on (B)(6) 2026 and deactivated at 21:29 on (B)(6) 2026. While using this pod, estimated glucose values began increasing up to 439 mg/dl at 21:22. While the system was being used in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs, increasing the microbolus amounts as estimated glucose values increased. The system was switched to manual mode at 18:12 and while in manual mode the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. A new pod was activated at 21:41 on (B)(6) 2026 and the phb audit logs showed that the sensor information was removed from the application and the system was used only in manual mode with no sensor paired until the pod was deactivated at 14:43 on (B)(6) 2026. No issues with the system were observed in the available log files. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
D1 and d4 model, catalog, lot and serial numbers were updated.

Manufacturer narrative:
The physical device has not been returned. In the case description, the user mentioned having high glucose values while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. Review of the patient history buffer (phb) audit logs found that a pod was activated at 11:52 on (B)(6) 2026 and deactivated at 21:29 on (B)(6) 2026. While using this pod, estimated glucose values began increasing up to 439 mg/dl at 21:22. While the system was being used in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs, increasing the microbolus amounts as estimated glucose values increased. The system was switched to manual mode at 18:12 and while in manual mode the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. A new pod was activated at 21:41 on (B)(6) 2026 and the phb audit logs showed that the sensor information was removed from the application and the system was used only in manual mode with no sensor paired until the pod was deactivated at 14:43 on (B)(6) 2026. No issues with the system were observed in the available log files.